Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. A revision procedure was performed and it was explanted. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.